Event description:
It was reported the devices were used during a lap cholecystectomy. It was reported the hp052 gave a solid tone. They changed out handpieces and the same thing happened. A third one was pulled to complete the case. There was no consequence to the pt.